Event description:
A user facility reported to olympus, that the ultrasonic gastrovideoscope connecting tube was damaged. Upon inspection and testing of the customer returned device, the scope acoustic lens was found chipped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever; up/down knob could not be locked securely. Due to wear of angle wire; bending angle in down direction did not meet the standard value. Due to wear of angle wire; the play of up/down knob out of the standard value, the play of right/left knob out of the standard value. Adhesive on angle rubber wear, universal cord deformed, universal cord scratched, protector of ultrasonic cable on ultrasonic connector side cracked and scope case deformed, grip deformed, suction cylinder discolored. Due to a pinhole on connecting tube; water tightness lost. Insulation resistance value did not meet the standard value. Due to a scratch on acoustic lens; displayed ultrasound image defective. Due to damage on ultrasonic cable; the number of missing element exceeds the standard value. Ultrasonic cable buckled, and acoustic lens scratched. Faulty parts were replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.